Manufacturer narrative:
Received report (5091649) through FDA's medwatch program on 23dec2019. The user facility reported the device is available for evaluation. However, information such as user facility, contact, model, and serial number are currently unknown. Due to the lack of material for evaluation, no further investigation can be performed at this time.

Event description:
The customer reported an event on a vela ventilator. The vent started to alarm and the rt responded immediately. The message on the "vent inop", rt immediately began to ambu the patient on 100% o2. Ventilator was quickly switched out and patient was breathing comfortably on the new vent. No harm, injury or change in condition occurred, according to the vela ventilator alarms and indicators table. This message indicates failure due to non-recoverable condition. The safety valve opens and the patient is allowed to breath room air. Peep is not maintained. The priority on this alarm is high. The vent pm was up to date and the next service is date on this ventilator. The patient had been transferred out of the ICU today at 15:00 on this ventilator. The vent was removed from service, tagged out, and placed behind locked door in the dqm's office until it can be serviced and investigated.